Manufacturer narrative:
Device evaluation: results of investigation: vyaire medical conducted testing on the ventilator with a known good ac adapter and a known good patient circuit connected. The ventilator passed 449 hours of extended tests at the customer's settings. The ventilator failed troubleshooting final test for slight non-conformances with measured vti at tidal volume. This slight non-conformance would not result in a failure to ventilate properly. Event trace log review: the event trace log was reviewed dating from 09march2018 to 11july2019 with a total number of 455 records. Observations: review of the event trace revealed one ln vent1 alarm condition, the event trace cannot determine root cause of ln vent1 alarm.

Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical by a distributor that a patient passed away while connected to an ltv 1150 ventilator. The distributor reported that their customer claims the patient passed away after pulling out their tracheostomy tube, however, they also claimed the ventilator "did not work". The distributor would like the ventilator be evaluated to assure functionality.